Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician's office, there were no complications noted with the procedure. The patient was not seen for any post-operative follow-up visits. The patient phoned the physician's office in (B)(6) 2012 to inquire about the name of the device that was implanted. No other contact has been made since. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.